Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced tingling and pain in their chest, neck and ear. The patient stated that the implantable pulse generator (ipg) was vibrating, and that the ipg had moved. The ipg remains in use. No further patient complications have been reported as a result of this event.